Event description:
In 2008, this pt's mother reported that the plunger remained attached to the piston rod in the cartridge chamber of her insulin infusion device. This caused half a cartridge of insulin to spill into the cartridge chamber. During troubleshooting with a company rep, the plunger was detached from the piston rod. Proper removal of the insulin cartridge from the chamber was reviewed. No blood glucose concerns related to this issue were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for eval.